Manufacturer narrative:
If explanted; give date: n/a (not applicable). The intraocular lens remains implanted. (B)(4). Device evaluation: the lens remains implanted; therefore, it was not returned for investigation. The reported complaint was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) rotated. Iol rotation was noted 6 days post operative. It was reported that the patient¿s vision is not good in the left eye. The iol was implanted at 76 degrees, and 6 days post-op, it was at 95 degrees. Refraction post op +0.00-1.50 x 120. Visual acuity post-operative:6/9-. The patient will have lasik but is not scheduled yet. No additional information was provided to abbott medical optics.